Event description:
It was reported that the pump was replaced following "battery end of life". The catheter was replaced during surgery due to occlusion. No patient symptoms or injury were reported; the patient recovered without sequela.

Manufacturer narrative:
Results: code used for the catheter. The pump was returned for analysis; the catheter was not returned.